Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) states that the seat upholstery screws have come loose on the chair and instead of having it repaired he uses a belt to support his cushion. He also states that his tires are coming away from the rim. He states that the arms are worn out and he can see the foam.